Manufacturer narrative:
Section a2, a3, a4: patient information was requested but not provided. Manufacturer's investigation conclusion. Three low-speed events were confirmed in the evaluation of the submitted log file; however, a specific cause for these events could not be determined through this evaluation. The submitted log file captured the pump operating at a fixed speed of 9000 rpm with a low-speed limit (lsl) of 8800 rpm. On 15feb2022 at 15:28:50 and 15:29:01, two pump speeds of 8670 and 8770 rpms were captured, which is below the lsl of 8800 rpms. On 22feb2022 at 08:19:48, the pump speed was captured at 8780 rpms, below the lsl. The events did not trigger any low-speed advisories or low speed operations. Prior to and after the low-speed events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for low-speed events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate ii lvas IFU, rev. C is currently available. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had multiple low voltage alarms. The log file appeared to be slightly corrupted. A review of the log files revealed several odd low power advisory alarms while the patient was connected the batteries. There were no other unusual events recorded in the log file event history. The mcs equipment operated as intended. Further review revealed pump speed falling below the low speed limit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.